Event description:
Procedure type: lap colon. According to the reporter: the device tore tissue, and surgeon had to over-sew the anastomosis. Surgery time was delayed approximately 15 minutes. No further information has been provided.